Event description:
It was reported that an ilet user contacted customer care due to concern for a possible infusion set or tubing blockage after observing an elevated postprandial blood glucose, though tubing priming showed drops and device notifications showed no alerts. Symptoms included hyperglycemia with a reported peak of 202 mg/dl that subsequently decreased to 170 mg/dl. Outcomes included correction of glucose through the ilet¿s automated dosing without need for medical intervention or hospitalization. Investigation included phone-based troubleshooting, review of device notifications, and a tubing function check. Investigation of this case revealed no device alerts, no confirmed occlusion, and adequate tubing flow, with the elevation attributed to the ilet¿s initial learning phase adjusting meal delivery doses. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with algorithm learning and user adaptation rather than a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.